Event description:
The patient was charging more than expected and she didn¿t know what was wrong with implantable neurostimulator (ins). The patient new the recharger for the ins was old and not working properly. The patient was spending more time charging than living. This was a problem since implant. It was noted the surgical site was right over where the patient has to put the recharger. The ins was replaced. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).